Event description:
The customer reported that during normal operations, the unicel dxc 800 synchron system produced probe obstruction errors. The customer reported a leak from the cap piercer on the instrument. The customer observed fluid on top of sample tube caps. The leak was contained within the instrument. The operator was wearing a lab coat and gloves. There was no report of direct contact with the leak or of injuries in connection with the leak. There were no erroneous results generated due to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site. The fse evaluated the instrument and determined that there was a blockage in the waste valve line. The fse cleared the blockage and primed the cap piercer to verify proper operation. No further leaks from the cap piercer were observed. (B)(4).